Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(4), product type: screening device. Product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2015, product type: screening device. (B)(4).

Event description:
The consumer and manufacturer's representative reported the procedure or trial went very smooth. After post-operative programming, the patient reported severe pain in her right lower back, mostly with movement. It could have been procedural pain, but it seemed greater than usual. The stimulation was in the correct areas and it was unknown what led to the reported pain post of programming. No specific cause was there other than the procedure itself. The pain was in the right lower back where the chronic pain was. However, it was greatly exacerbated post procedure. The pain was there whether the stimulation was on or off. It was noted the patient felt stimulation in the area of post procedural pain, but it was not helping. There was discomfort at the leads site or bra. The patient was given pain medication and admitted due to pain upon movement. The patient stayed overnight for observation and was given pain medication. The patient was able to go home that next day. If the patient was sitting still, she was fine. The doctor was going to see the patient on the morning of the day of the report and decide on a further course of action, which could be pulling the leads on the day of the report or leaving them in and seeing if there was any improvement over the weekend. Later, it was reported no further interventions were taken. The patient's post procedure pain was getting better each day. No surgical intervention occurred or was planned.